Event description:
It was reported there was a hard drive error. It was also reported the display screen does not hold its place. It was requested to tighten swivel. It was also requested to fix orange card that plugs into the side (jammed). Followup indicates that a nurse had reported the stylus did not work. The company representative replaced the stylus and attempted to update software. An error occurred. The programmer was turned off and back on but the error persisted. The programmer was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer booted up with an error and the hard drive was noisy, as a result the hard drive was replaced. It was also noted that the hinge plate screws were missing, the system fan was noisy, the lower display hinges were out of specification. (B)(4).